Event description:
Related manufacturer's report # 2916596-2020-02746. The exchanged controller will not be returned for evaluation. The patient is currently alive considering pump exchange. It was confirmed per the vad coordinator that the green gunk substance found on the original percutaneous lead was not caused by a driveline infection.

Manufacturer narrative:
Section b5: additional information.

Manufacturer narrative:
Section b5: additional information.

Event description:
Related manufacturer report # 2916596-2020-02746. It was reported that the patient recently had a short to shield repair and then had low speed advisory/pump stops a few weeks after the repair. The vad team are in the process of evaluating the patient for pump exchange. The patient paged this morning stating that they had 2 red heart alarms but there were no alarms in the log on interrogation. The patient is currently in the emergency department. A log file review was requested. There were no unusual events seen within the log file since the lone recorded pump stop event on (B)(6) 2020 at 12:38 am while the patient was tethered on a grounded patient cable. The mcs equipment was operating as intended. The vad coordinator has requested one unshielded patient cable for the patient.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of a pump stop, low flow, and low speed advisory, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. The submitted log file captured a transient pump stop and low speed hazard/advisory event on (B)(6) 2020 at 19:53:12 while the system controller was connected to a power module. An elevation in pump power up to 7.8 w was observed dring the event, and low flow hazard events were captured at times when a low speed hazard was active by design. Based on previous complaint history, the events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 16.5¿. The outer layers of the driveline were removed approximately 13¿ from the controller connector. Rescue tape was observed surrounding the interface between the controller connector and the distal end bend relief. Metal braided shield breakdown was observed adjacent to the controller connector and approximately 2.5¿ from the controller connector with minor breakdown along the length of the driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the pump stop and low speed event observed in the submitted log file. It was noted that the patient was tethered on a grounded patient cable after the driveline repair without issue; however, it was later reported that the patient presented to the clinic on (B)(6) 2020 with low flow and low speed advisory alarms. Upon interrogation, a pump stop was noted. Review of the additional submitted log files revealed that one transient pump stop and low speed hazard/advisory event on (B)(6) 2020 at 00:28:32 while the system controller was connected to a power module. Low flow hazard events were captured during this event when a low speed hazard was active by design. The vad coordinator indicated that the patient was on a grounded patient cable at the time of the alarm. Based on previous complaint history, this event appears consistent with a potential driveline issue. It was reported that the patient immediately switched to batteries following the pump stop event, and an ungrounded patient cable would be used moving forward. An ungrounded patient cable was shipped to the customer. The patient also reported two red heart alarms on (B)(6) 2020; however, evaluation of the submitted log files did not capture any events which would have resulted in a red heart alarm following the pump stop event on (B)(6) 2020. It was noted that the patient was being evaluated for a pump exchange. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer's report number: 2916596-2020-02746. It was reported that the patient was presented to the emergency department (ed) after switching over to the power module from batteries and experienced a red heart alarm. The patient stated that their chest "felt funny". The patient went back to batteries and the alarm stopped. In ed, upon interrogation the patient reportedly had a pump stop, low flow and low speed advisories. Xrays were performed. The patient was placed on an ungrounded cable in the ed. The vad coordinator reportedly attempted to reciprocate alarms with position changes and was unsuccessful. The patient was discharged from ed with an ungrounded cable. It was reported the patient's labs were at normal level in ed along with vad parameters at the time the patient was examined. A log file analysis was requested by technical services. It was reported that the log file contained pump stops, low flow and low speed advisories and this type of behavior has been linked to potential issues with the percutaneous lead as these issues only appear to be occurring when the vad is connected to the power module. In order to prevent further interruption in support, technical services suggested that it may be beneficial to keep the vad connected to battery power or an ungrounded cable. The x-ray images provided did not contain any obvious areas of concern. A driveline repair was performed on (B)(6)2020. The performed repair occurred approximately 3 inches from the exit site. Prior to the repair, the vad coordinator requested to change the patient's controller with a new one due to cosmetic damage/minor tears in the controller power leads (bend relief area). It was noted that there was a green gunk/gunk type substance on the original percutaneous lead. The repair was completed without issue. The patient was on a grounded cable without issue. The removed percutaneous lead was returned for evaluation. The vad coordinator will not be returning the original controller for evaluation. It was reported that the patient came to clinic again on (B)(6) 2020 with low flow and low speed advisory alarms. Upon interrogation pump stops were discovered and a log file review was requested. The log file captured a lone pump stop event on (B)(6) 2020 at 00:28 while using the patient cable. Technical services stated that if the patient was using a no ground cable then its possible the short to shield has progressed into a phase to phase short with the possibility of pump stops on any power source. The x ray image provided did not show any obvious areas of shield breakdown. It was reported that the patient was on a grounded cable at the most recent time of alarm. The patient immediately switches to batteries. The patient will be using an ungrounded cable going forward. Technical services stated that if the patient starts to have low speed/pump stops on the no ground cable or battery power that means that there are two or more wires damaged and either touching each other or touching the shield at the same time shorting the pump on any power source. The risk is that if the two wires are in the same phase and touching each other then there is the potential that the pump may not restart. At least one functioning wire is needed from each of the three phases for the pump to operate.